Manufacturer narrative:
Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: d5: operator of device. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H8: usage of device. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 30/apr/2026 against "lot number" "6013284" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The review confirmed that lot 6013284 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 30/apr/2026 against "lot number" criteria equal "6013284" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The count of complaints are 10. See attachment query exports results 2591379 for similar complaints. Conclusion: after review, only complaint 2591379 was determined relevant to the reported issue. The other nine records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6013284 was manufactured according to work instruction (wi) version 82 and manufactured in the m12, on 16/may/2025 with a total of (B)(4) units. Sub-assembly: assembly lot 5e01624 was manufactured according to the wi version 30 and assembled in the quickset line, on 16-may-2025, with a total of (B)(4) units. Lot 5e01625 was manufactured according to the wi version 30 and assembled in the quickset line, on 16-may-2025, with a total of (B)(4) units. Lot 5e01626 was manufactured according to the wi version 30 and assembled in the quickset line, on 16-may-2025, with a total of (B)(4) units. Sub-assembly: gluing tubing. The sub-assembly, gluing of tubing of the lot 5e01606 was manufactured according to the wi version 42 and manufactured in the gluing line 04 and 08, on 15/may/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation. As a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013284 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged. Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient city: (B)(6). Patient country: australia. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose for greater than four hours leading to diabetic ketoacidosis, with associated symptoms of feeling sick and unwell, headache, and extremity pain, resulting in hospitalization on (B)(6) 2026 for four days. The patient was treated with intravenous fluids and insulin during the hospital stay. No further information available.